Event description:
It was reported that the insulin pump had several error alarms during the prime process. It was stated that the piston continues to move forward after it makes contact with the reservoir, and insulin squirts out. It was stated that the customer was advised that insulin pump needs to be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk. Insulin pump also was received with a missing end cap sticker.